Manufacturer narrative:
The investigation is ongoing. Pending device return.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, there was resistance felt during advancement of the delivery system with valve at the distal tip of the esheath+. The distal tip was observed with a tear. The delivery system with valve was able to be advance through the esheath+. The valve was assessed, and no damage was observed therefore, the valve was deployed and implanted successfully. There was no patient harm.

Manufacturer narrative:
The device has been returned to edwards lifesciences for evaluation. Preliminary evaluation of the returned device confirmed the distal tip was radially torn. In addition, there was a small strand found inside the esheath+ attached to the liner. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the device and patient's anatomy were provided for review. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and it did not provide any indication that a manufacturing non-conformance would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Per the IFU/training manuals, if a significant increase in resistance occurs while advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. In addition, it states push force can vary due to angle of access and insertion, transcatheter heart valve (thv) size, vessel diameter, tortuosity, and degree of calcification. If system advancement force is too high or valve is initially stuck, use imaging to ensure valve and sheath are not damaged. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The events for esheath+ distal tip torn and difficulty advancing delivery system with valve through the esheath+ were confirmed based on provided imagery of the device. However, no manufacturing nonconformance was able to be identified as the device was not returned. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the manufacturing mitigations supports that the esheath+ has proper inspections in place to detect issues related to the events. A review of the IFU/training manuals revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, 'there was resistance felt during advancement of the delivery system with valve at the distal tip of the esheath+. The distal tip was observed with a tear.' Per evaluation of the imagery provided of the device, the esheath+ distal tip was observed to be torn radially along the distal edge of the liner. This is characteristic of sheath tip tear events as described in a previous product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. It is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, imagery provided of the patient's anatomy shows presence of access vessel calcification near the aortic bifurcation. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Calcification can reduce the diameter of the sheath, which may lead to a constrained condition with an increased potential for the valve struts to catch onto the sheath distal tip, increasing resistance during advancement. In this case, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated to improve activities regarding tip expansion. Since this event occurred after corrective actions were implemented, the pra is being re-escalated. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed the sheath shaft was fully expanded. The distal tip did not open along the axial score line and was torn. There was stretching noted through the distal tip and shaft scratches near the distal tip. All score lines were present at the distal tip. A liner strand was noted at the distal tip. Imagery was also provided for review. The imagery showed access was obtained on the patient's right side and there was calcification present within the patient's access vessels specifically near the aortic bifurcation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and did not reveal any indication that a manufacturing non-conformance would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Per the IFU/training manuals, if a significant increase in resistance occurs while advancing the catheter through the vasculature, stop advancement and investigate the cause of the resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. In addition, it states push force can vary due to angle of access and insertion, transcatheter heart valve (thv) size, vessel diameter, tortuosity, and degree of calcification. If system advancement force is too high or valve is initially stuck, use imaging to ensure valve and sheath are not damaged. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for esheath+ distal tip torn and liner strand and difficulty advancing delivery system with valve through the esheath+ were confirmed based on evaluation of the returned device. No manufacturing non-conformance was identified. Review of the DHR, lot history, and complaint history also did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the event description, "there was resistance felt during advancement of the delivery system with valve at the distal tip of the esheath+. The distal tip was observed with a tear." Per evaluation of the returned device, the esheath+ distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, review of the imagery of the patient's anatomy revealed the presence of access vessel calcification near the aortic bifurcation. Evaluation of the returned device showed scratches along the shaft near the distal tip, which can be indicative of contact with vessel calcification. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification." Calcification can lead to a constrained condition with an increased potential for the valve struts to catch onto the sheath distal tip, increasing resistance during advancement. In this case, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the events. In addition, there was a liner strand near the distal tip. Scratches were also found on the high density polyethylene (hdpe) suggesting interaction with calcification. Sharp calcified nodules can directly damage the liner and lead to the observed liner strand. In this case, available information suggests that patient factors (calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and prevent action (CAPA) was initiated to improve activities regarding tip expansion. Since this event occurred after corrective actions were implanted, an assessment was performed to determine if the pra needed to be re-escalated. It was determined that the control limits have not been exceeded and no further action is required at this time.